Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. Visual inspection revealed a pinhole consistent with wear at a corner of a fold; therefore, the cuff did not pass the leak test. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump and the balloon were not functionally tested because of the malfunction identified in the cuff. Based on the information available and analysis results, the pinhole identified in the cuff component could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that an artificial urinary sphincter returned without initial reporter and performance allegation information. Analysis of the returned device identified a pinhole in the cuff component.